Event description:
Caller states patient tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer did not obtain this information. It was unknown if the initial reporter sent report to the FDA.